Event description:
Long-term care facility resident on total parenteral nutrition (tpn) support infusion bag. Nurse stated she programmed pump to infuse at 60 cc/hr per physician's order. Two hrs later she noted that 772 cc had infused into pt over the two hrs. Proper set had been used. Pt was sent to ER and physician notified. Quality assurance record sent with pump at time of rental (7/22/94) indicated pump operating within normal limits.